Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse replaced the hood struts. The cause of the hood falling on the operator's head is a malfunction of the optics cover struts. An urgent device correction (udc) - udc (B)(4) advia 120 optics cover struts, smn (B)(4) - was sent to customers in (B)(6) 2013. The udc notifies customers that if the advia 120 instrument displays a problem when raising and supporting the optics cover, the operator should contact the service provider to arrange to have the cover struts serviced. Siemens field support will be proactively replacing the optics cover hood struts on a regular preventive maintenance schedule. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The hood of an advia 120 hematology instrument fell onto the operator's head. The operator was scratched by the hood, but did not require medical intervention. The hood fell while another operator was performing troubleshooting, but the operator was not injured.